Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler was jammed before the first staple was fired. The customer was unable to remove it from the instrument arm. The customer was able to remove the instrument but could not reuse it. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was jammed before the first staple was fired. The customer stated that it was impossible to remove the instrument from the arm. The customer was able to remove the instrument. The instrument was not recognized after removal. There was no injury to the patient and the procedure was completed using a replacement stapler.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.